Manufacturer narrative:
The reported event is confirmed - manufacturing related. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.012" pinhole found at the trifurcation. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not required because labeling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the connection between bag and foley catheter. The representative confirmed a pinhole at the base of the funnel. No abnormality can be confirmed at the sample port. They discarded a syringe made by another company.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the connection between bag and foley catheter. The representative confirmed a pinhole at the base of the funnel. No abnormality can be confirmed at the sample port. They discarded a syringe made by another company.